Event description:
A customer reported intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction bolus via their pump without needing third-party assistance. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. They resolved the issue by changing the infusion set and cartridge, then resumed insulin use.